Manufacturer narrative:
The company representative provided phone support to the customer. The company representative guided the customer to reboot the system to recover. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that in an ophthalmic operating console touch panel did not respond and froze before a surgery. The system did not respond to the remote control and the system was frozen and was forced shutdown. The system was rebooted, and the surgery was completed. Additional information could not be obtained.